Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister called in to report a hospitalization for low and high blood glucose levels. The customer's blood glucose levels were as low as 10 mg/dl and as high as 400 mg/dl. The customer was treating by eating but not correcting with the insulin pump. The customer was wearing the device at the time of admission. The cause per the doctor was diabetic ketoacidosis. The caller could not complete troubleshooting because she did not have the device with her. The customer was advised to call back when they had the device in order to troubleshoot. Nothing further was reported.